Manufacturer narrative:
(B)(4).

Event description:
This device was explanted because the physician decided it would be best for the patient not to have an implant since they have had seizers in the past. There was no device replacement. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. The memory content of the device was inspected, showing a normal device function while implanted and in service. At a next step, the device was subjected to an electrical analysis. A sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing functions to be as specified. The analysis revealed no indication of a device malfunction. In conclusion, the analysis of the memory content showed a normal device behavior while the device was implanted and in service. The electrical analysis proved the device to be within the technical specifications. There was no indication of a device malfunction. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.